Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5152120.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patients linear leads were replaced with paddle leads and the patient was doing well postoperatively. The explanted leads will not be returned.